Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while sitting in bed. The patient was seen in-clinic and the noise tried to be reproduced upon isometric maneuvers and movements, no noise was observed even after manipulating the device. An automatic set up was performed and all vectors passed, the secondary vector was selected and isometric maneuvers were performed again, showing no noise being marked by the device. The patient was discharged and will continue monitoring. Technical services (ts) reviewed the device data and discussed troubleshooting suggestions and programming. The device remains in service. No additional adverse patient effects were reported.